Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Distributor reported on behalf of home care user. User reported the device was in use for infusion of insulin starting (B)(6) 2015 (total time in use not provided). According to reporter, the infusion set became detached from the rest of the device during the night and infusion had been interrupted. According to reporter, the user/patient had elevated blood glucose (3.9 mmol/l) and required a correction bolus. No adverse effects reported.

Manufacturer narrative:
Upon receipt of the returned product sample, it was visually examined. One insulin infusion set was returned for evaluation. It was observed that the buckle was assembled to the base with the cannula without the skin adhesive, and the catheter was found to be cut off from the buckle. A review of the device history record found no discrepancies. In attempt to reproduce the reported issue, a sampling of three devices in production was taken in order to perform manual pull testing. The inserted cannula was twisted around and pulled from the insertion pad. In neither of the worse test cases produced, the reported issue could not be replicated. While a definitive root cause to the reported issue could not be determined, the most probable root cause has been attributed to the skin adhesive being misaligned during assembly. Corrections: device evaluated by manufacturer? - no: device evaluation anticipated, but not yet begun. Serial number - (B)(4).